Event description:
It was observed that during the device evaluation, the video system center exhibited no image due to worn out video connector latch when the pigtail was manipulated. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to worn out video connector latch when the pigtail was manipulated, causing poor connection with pigtails, and an a13 error not reading thumb drive due to a faulty universal serial bus drive connector board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the a13 error was displayed due to usb drive connector board failure. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.